Event description:
Device used during a laparoscopic cholecystectomy., the rep has made several attempts to reach the surgeon without success. The or dir received a letter from the surgeon stating the pt developed a common bile duct leak post-operatively. It was reported by the resident during the case, the case was very difficult. The resident started the procedure and the surgeon then took over. The cystic duct was identified and clipped several times. Clips may have been clipped on top of each other and caused scissoring. All of the clips were removed. The duct was then reclipped with another co's applier to complete the case. The resident was concerned the scissoring clips could have caused a defect in the duct proximal to the re-clipped site. The pt developed a post-operative duct leak. The pt received an ercp and the pt did not require reoperation. The pt's stay was extended, it is unknown by how many days.